Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with patella pain. Patellas were not resurfaced on primary tkr. Scheduled surgery for patella resurfacing with incidental liner exchange. The primary surgery was a bilateral procedure. This report is for the right side.